Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 06-aug-2019, the reporter contacted animas, alleging a power (no power) issue. There was no damage reported to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to the pump. There was moisture visible in the display. Leak testing revealed a leak at a pump case crack. During investigation, the pump failed to power on. Further testing was unable to be performed. The pump¿s cover was opened and moisture damage was found on the power printed circuit board causing no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.